Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the poor image quality was due to a temporary communication abnormality with the scope or a poor connection of the communication cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 190 scopes were not being recognized. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer received the unit and tried plugging scopes into it and only got color bars. The customer had the light coming through the scopes so the light source so there was power to the light source, but they got no errors. Tac had the customer remove and reseat the communication cable in the back to see if it was not seated correctly. Once the customer did that and tested it the unit was now working as needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.